Manufacturer narrative:
Good faith attempts have been made with the customer to obtain information related to the device for investigation. We have been unable to obtain the necessary information to date. This investigation will be reopened should this change. No device or information related to the event in question has been returned to zoll.

Manufacturer narrative:
This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.